Manufacturer narrative:
Evaluation revealed the k-wire gamma ø3,2x450 mm to be the primary product.. No further associated products were reported. Investigation confirmed the cross seam of the sterile pouch to be intact whereas the sealing on the opposite side (here a chevron shape seal is expected but as a matter of fact is missing. Thus the product must be regarded to be unsterile. Nc 1328555 was opened to trigger root cause investigation and further measures. The case is attributed to a manufacturing error at the supplier.

Event description:
Stryker (B)(4) distribution center staff confirmed same lot inventory. As a result, two additional nonconformance products were discovered. Sterile package didn't seal at all.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Stryker (B)(6)'s distribution center staff confirmed same lot inventory. As a result, two additional nonconformance products were discovered. Sterile package didn't seal at all.